Event description:
N/a

Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h11 corrected fields: d1, d4 (catalog#, lot#, UDI).

Manufacturer narrative:
Updated fields: b4, d8, d9, e1(event site telephone, event site email), g1 (contact person ¿ mfg site) g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. The product was returned with the membrane completely unfolded and blood was observed on the exterior of the iab. The sheath was not returned for evaluation. A kink was observed on the catheter tubing approximately 30.5cm from iab tip. Additionally, a kink was found on the inner lumen approximately 5.6cm from the iab tip. The one-way valve was returned attached to the extracorporeal tubing. A laboratory sheath insertion test was unable to be performed due to the membrane being unfurled. A laboratory guidewire was used for an insertion test and was unable to go through the inner lumen due to the inner lumen kink. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed, and no leaks were detected. One-way valve vacuum test was preformed, and it was able to hold vacuum. The reported failure of ¿difficult. Unable to insert iab through sheath¿ was mostly triggered by an inner lumen kink found in the balloon membrane. Per IFU the one-way valve must be aspirated to 30cc while leaving the one-way valve in place attached to the extracorporeal tubing leur to ensure vacuum is maintained throughout insertion. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint record ID: (B)(4).

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during intra aortic balloon therapy, the 50cc sensation plus balloon would not pass through the sheath. There was no patient harm reported.